Manufacturer narrative:
Patient information requested but not provided. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the t-connectors are popping off during contrast injections for CT scans. There was no patient harm reported.

Manufacturer narrative:
Product was revised to mzxt5306, changes captured in d1, d4, and g.5. The customer complaint of t-connectors are popping off during CT could not be confirmed due to the product was not returned for failure investigation. No product will be returned per customer. The root cause for this event could not be determined because no product was received.

Event description:
It was reported that the t-connectors are popping off during contrast injections for CT scans. There was no patient harm reported.